Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a high blood glucose that was over 440 mg/dl. Customer stated that throughout the night her blood glucose was 576 mg/dl. Customer stated that her infusion set might be the reason for the unexplained high blood glucose.